Event description:
Prior to 2021, mentor worldwide llc did withhold information details on risk/safety/ warning regarding their brand of memorygel breast implants for patient review with plastic surgeon. 2021 mentor worldwide llc released a" mentor patient decision checklist" on their brand of memorygel breast implants that states the risk/safety/warning information details which then became part of an educational patient brochure that mentor worldwide llc released in 2022. Currently plastic surgeons are required to provide patients the educational patient brochure including the "patient decision checklist" for pre-operative review with plastic surgeon. A requirement on each section of the" mentor patient decision checklist" is a space for patient initials (if agreed) to confirm understanding on risk/safely/warning of mentor memorygel breast lmplant prior to surgery. Upon patient approval the" mentor patient decision checklist" will become part of patient medical file. "Memor patient decision checklist." Affirms in the "risk of breast implant surgery" paragraph that mentor memorygel xtra implants were not included in the mentor memorygel core study. I am a patient and have been implanted with mentor memorygel xtra implants since 2018 and currently have a injury. Mentor worldwide llc "failure to warn" patients prior to 2021 on risk/safety warning is unacceptable and mentor worldwide needs to be held responsible for jeopardizing patients. I will leak this essential information with proof of my grievance to the press if this remains unresolved. Patient: 4580. Device: 2993. Reference report: mw5188501.